Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the extension set broke and leaked in the xray department on ER patients. The number of occurrences and the dates were not provided. The customer stated that they moved to a different extension set model and no further events have occurred. There was no report of patient harm.